Event description:
It was reported that the ilet user experienced recurrent low glucose readings and had been announcing most meals as "less than" to avoid lows; the user was educated on appropriate treatment of hypoglycemia with 10¿15 g fast-acting carbohydrates and advised to perform a factory reset to address potentially maladapted algorithms. Symptoms included hypoglycemia with a nadir of 30 mg/dl. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to incorrect size meal announcements; the issue pertained to user interface interactions and an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.